Event description:
I had sclerotherapy done for my varicose vein. I ended up with 4 blood clots in my deep veins within a week after. I still have not recovered and I have more surface clots as well now. Phlebitis as well as complete clots in my deep veins have caused continued pain.